Event description:
It was reported that there was non-capture and dislodgement on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.